Event description:
Consumer reported via email that after insertion of an unspecified number of tampons, she attempted to remove the applicator and the plunger piece of the applicator remained inside her vaginal cavity. She reported that it was difficult to remove. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product and outcome; however, no further information has been received.

Manufacturer narrative:
The primary di and production identifier of lot number were not available from the consumer. Multiple attempts were made to obtain more information. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.